Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The instruction manual of the device has already warned as follows: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a fibroid surgery, the subject device was used. An output error occured and the user became unable to use the subject device. The tissue pad of the subject device was worn. The intended procedure was completed with another device. There was no patient injury reported. On february 8, 2019, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn. This is the report regarding the severely worn tissue pad.